Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5143249/5149729, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of fever, redness, swelling, inflammation, and leaking from the incision site were noted. The patient was prescribed antibiotics but were not able to reduce infection. The physician believed that the infection was not device or procedure related and the cause was patients hygiene. It was mentioned that patient did not allow the site to heal before resuming activity and did not maintain dressing. The patient underwent an explant procedure.